Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at lead implant, there was insertion resistance to the stylet and it could not go into the lead. The stylet was replaced and the problem reoccurred. The status of the lead/stylet is unknown. No patient complications have been reported as a result of this event.

Event description:
It was reported that at lead implant, there was insertion resistance to the stylet and it could not go into the lead. The stylet was replaced and the problem reoccurred. The status of the lead/stylet is unknown. No patient complications have been reported as a result of this event. It was further reported that the lead was removed due to infection.